Event description:
Reporter indicated a patient was hospitalized for an infection. The patient had recently had vns implant surgery in 2008. The reporter stated the patient was treated in the hospital with antibiotics and no devices were explanted. The patient was prescribed an antibiotic regimen for 30 days after release from the hospital. Further attempts for information are in progress.